Event description:
Periodontal disease, thread tap used, primary stability was achieved, implant didn't achieve osseointegration, implant was completely covered by bone, inadequate bone quality/quantity. Information by (B)(6): removal of an implant 9 months after placement in a (B)(6) year-old patient following peri-implant bone loss following exposure of the associated bone graft. Current status of the patient: removal and need for re-intervention to rest the implant. Actions undertaken in the care facility for the care of the patient: declaration to the supplier, sending of the sterilized implant and declaration of material vigilance.